Manufacturer narrative:
Details of complaint: the customer reported that the telemetry transmitter was in comm loss at the remote network station (rns) and the central nurse's station (cns). Ts asked the customer to stop and restart monitoring at the device, which resolved the issue. No patient harm was reported. Investigation summary: the comm loss issue was resolved after the customer was advised to stop and restart monitoring of the device that was in comm loss. This would indicate there was an issue in communication between the two devices which was resolved after monitoring stopped. As such, the cause is unlikely to be related to the customer's network environment. Due to the age of the complaint, new information is unlikely to become available. The root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. A possible cause may be related to a temporary software error in communication. Attempt # 1: (B)(6)2021 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6)2021 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3 (B)(6)2021 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The customer reported that the telemetry transmitter was in comm loss at the remote network station (rns) and the central nurse's station (cns). There was no patient injury reported.

Event description:
The customer reported that they have a room in communication loss (comm loss) at the remote nursing station (rns). The room was also shown in comm loss at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Per the customer, they have a duplicate channel, but they were able to resolve the issue by swapping teles. Technical support (ts) had the customer reboot the org and then had the customer check the rns. The rns was still in comm loss so ts asked the customer to stop and restart monitoring and the unit is now showing correctly with no comm loss errors. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.